Manufacturer narrative:
The lot in question is kit10004, lot (B)(6); box #35. The record of the inspection for box 35 of this lot was reviewed and it was confirmed to contain the locks and s-clips required. Replacements were sent by sensory medical. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. There was no report of injury as a result of the event.

Event description:
The parent stated the child is escaping the bed, including through the safety sheet. Parent believes that no locks or clips were received with the bed upon installation. There was no report of injury as a result of the event.